Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09038. The patient received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2010. It was reported a surgical intervention was undertaken to explant and replace patient's scs system as the patient experienced a shocking sensation. No further patient complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation results: the returned device was visually inspected which revealed one of the silicone lips was missing from the bottom septum. The returned ipg successfully communicated with a test standard patient programmer. The ipg was functionally tested to verify the electrical performance of the control/communication circuitry, the battery/charge functions, and output signal integrity. All portions of the testing passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.